Event description:
The customer reported to olympus, that there was a broken elevator while using the duodenovideoscope. The device was returned for evaluation. During the device evaluation, the air/water tube had remains of white foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign objects in the air/water cylinder, suction cylinder had no color, electrical connector was dirty due to water leakage, due to wear of knob wire, forceps elevator had a play, the play of the up/down knob was out of the standard value due to the wear of the angle wire, scratched plastic distal end cover, discolored adhesive around the objective lens, cracked adhesive on bending section cover, and a cut on the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: detection methods are written in instructions evis exera duodenovideoscope olympus tjf type 145 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: instructions evis exera duodenovideoscope olympus tjf type 145 reprocessing manual chapter 3 cleaning, disinfection and sterilization. Olympus will continue to monitor field performance for this device.